Event description:
It was reported to medtronic minimed that the customer experienced pump errors 81 and 82. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed and the customer was able to clear alarms successfully. No harm requiring medical intervention was reported. The product return was requested for mmt-1884 and the product was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump failed rewind test, unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No pump error 82 alarm noted during testing. Successfully downloaded history files and traces using thump. Pump error 82 was not found in the history file/long trace file before event date. Pump was cut open to perform visual inspection and found moisture damage to the keypad assembly, electronic assembly, and motor assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked keypad overlay, cracked battery tube case, pillowing keypad overlay, corroded battery tube, and corroded home switch. Unable to confirm for software anomaly due to no alarms in detail trace file before event date, problem isolated to the electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump alarmed pump error 38 during rewind due to corroded motor home switch. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and unable to verify no pump error 82 or pump error 81 during test due to constant pump error 38. Successfully downloaded history files and traces using thump. The pump downloaded history confirmed the pump alarmed pump error 82 on 01/27/2024 15:57:40.000 and pump error 81 on 01/27/2024 15:57:40.000 indicating that the power was granted to the motor microcontroller by the main microcontroller after the pump error 81 and pump error 82 occurrence. Pump was cut open to perform visual inspection and found moisture damage to the pcb1 board, pcb2 board and motor assembly. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, cracked case (battery tube), and cracked keypad overlay. The p-cap/reservoir does lock properly. Pump error 82 and pump error 81 was confirmed in the pump history due to a software anomaly caused by moisture exposure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.